Manufacturer narrative:
Previous events of controller exchange on (B)(6) 2020 and backup battery exchange on (B)(6) 2021 are captured in related manufacturer report numbers: 2916596-2021-00898 and 2916596-2020-01508. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned controller (serial number: (B)(4)). The submitted log files (a5211217 and a6011319) and the log file downloaded from the returned controller (a6071347) contained approximately 25.5 days of data combined ((B)(6) 2021 (B)(6) 2021 per the timestamp). Backup battery fault alarms were active on (B)(6) 2021 from 06:55:58 to 09:38:32 and on (B)(6) 2021 from 05:36:56 until the controller was shutdown after being exchanged (captured on (B)(6) 2021 at 13:31:50) due to load test failures. The first instance of the alarm cleared due to an additional load test being performed and the backup battery passing the load test. The load tests failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The log file also captured the backup battery being disconnected on (B)(6) 2021 at 13:30:42, resulting in a backup battery not installed alarm being active; the alarm cleared at 13:30:55 when the backup battery was reconnected. The driveline was disconnected on (B)(6) at 13:31:28, the power cables were disconnected at 13:31:48, and the controller was then switched into sleep mode approximate 2 seconds later; this is consistent with the controller being exchanged. There were no other notable alarms throughout the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(4), was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 17feb2020. Heartmate 3 instructions for use section 7, entitled alarms and troubleshooting, and heartmate 3 patient handbook section 5, entitled alarms and troubleshooting covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled surgical procedures, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a prior controller exchange on (B)(6) 2020. The system controller backup battery was reseated on (B)(6) 2020 for backup battery fault alarm and the battery was later replaced due to additional backup battery fault alarms on (B)(6) 2021. Log files were submitted for review on 21may2021 and captured backup battery fault events on (B)(6) 2021 at 06:55 and 06:56 that resolved. It was recommended to continue to monitor for further alarms and should the backup battery fault events return it may warrant an exchange of the controller. Additional log files were submitted for review on (B)(6) 2021. The event log displayed backup battery faults on (B)(6) 2021 6:04am 12:04pm. The controller was exchanged with a new one. The controller and the backup battery were returned for analysis. There were no other unusual events seen within the log files. The mcs equipment was operating as expected.